Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error while booting up to the patient screen and then turned off. During troubleshooting it was noted that the green battery light was flashing and the battery status button indicated that the battery had no charge. The caller was advised to disconnect the battery, turn the programmer on using only the line power, and allow the battery to recharge. The programmer is not being returned at this time. There was no patient involvement.